Event description:
It was reported that the patient underwent an ipg and lead explant due to the leads migrating down and wrapping around the ipg. The physician decided to replace the entire system. The patient reportedly is doing well after the procedure.

Manufacturer narrative:
Patient age and date of birth not available. Patient weight not available. Device was not returned for analysis. Additional suspect device components involved in the event: model: sc-1110 description: implantable pulse generator, scs ii model: sc-2138-70 description: linear lead (phase iiia), 70 cm this is a final report.